Manufacturer narrative:
Philips service replaced parts and scheduled follow-up work. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the geometry module failure caused restricted movement on an azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.